Manufacturer narrative:
The patient remained under observation at the hospital after explant and was in stable condition. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer report number: 1627487-2023-05364, 1627487-2023-05363, 1627487-2023-05362, 1627487-2023-05361, 1627487-2023-05360, 1627487-2023-05359, 1627487-2023-05357, 1627487-2023-05356, 1627487-2023-05355, 1627487-2023-05354, 1627487-2023-05352, 1627487-2023-05351, 1627487-2023-05348, 1627487-2023-05347. It was reported that the patient was admitted to the hospital for a wound dehiscence at the ipg site. Further information was received that there was an infection throughout the dbs system. Surgical intervention was undertaken wherein the system was explanted. The patient remained under observation at the hospital after explant and was in stable condition.